Event description:
It was reported that the cause of death was sudden death.

Event description:
During pci, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at proximal circumflex; however, it was reported that approximately 5 months 2 weeks post index procedure, the patient expired. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Correction - catalog# corrected.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).